Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error. No further eval of the device is required. The instrument is performing within specs.

Event description:
Discordant positive immulite 2500 stat troponin assay results were obtained on two pt samples. The initial results were questioned by the physician and repeated. Sample were repeated and one resulted negative and another repeated positive higher. Another repeat result confirmed positive on the second pt sample. No indication of pt treatment administered. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result.

Event description:
Discordant positive immulite 2500 stat troponin assay results were obtained on two pt samples. The initial results were questioned by the physician and repeated. Sample were repeated and one resulted negative and another repeated positive higher. Another repeat result confirmed positive on the second pt sample. No indication of pt treatment administered. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error. No further eval of the device is required. The instrument is performing within specs.